Manufacturer narrative:
According to the facility, "quick switch valve with eenfit connector broken. Leaking tube feeds onto bedsheet. Leaking tube feeds can interrupt nutritional intake, effect blood sugars (especially for those on insulin drip) and necessitates changing the sheets which can be difficult for patients who are hemodynamically unstable with ECMO and impella devices." The facility did not provide any further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "quick switch valve with eenfit connector broken. Leaking tube feeds onto bedsheet. Leaking tube feeds can interrupt nutritional intake, effect blood sugars (especially for those on insulin drip) and necessitates changing the sheets which can be difficult for patients who are hemodynamically unstable with ECMO and impella devices."